Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.  It was later confirmed by the biomedical engineer that he replaced the device's therapy connector assembly which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a set of hard paddles would not stay connected to their device. S a result, defibrillation may not be possible. The biomedical engineer confirmed that the hard paddles in question connected properly to a different device, indicating that there was no issue with the hard paddles themselves. There was no patient use associated with the reported event.